Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 267-510 mg/dl, with small ketones. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer was assisted by the school nurse who administered a manual insulin injection and changed the pump supplies.